Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed external and the machine alarmed. Estimated blood loss was less than 100c. Cracks or other damage were not noticed on the dialyzer but blood was observed around the upper rim. Treatment was completed upon re-setup with new supplies on another machine. Pt was in stable condition and did not suffer any adverse events or require medical intervention. The product is available for return, and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.